Manufacturer narrative:
This medwatch is submitted to send the initial report and the result of the investigation of the complaint. The review of the device history records did not reveal any non-conformance's to specifications or deviations in procedures that might have contributed to the reported event. The actual device was not returned to manufacturer for examination. From the information provided based on the complaint report, the product history records, the review of the case with the product manager and the recurrence of this type of event for this product, the investigation found no evidence to indicate a device related issue. Indeed, as completed in the event description, the surgeon tried to reposition the implant. According to the product manager, it is recommended to not reposition the prosthesis before releasing it. Indeed, when the vertebral endplate's teeth penetrated into the subchondral bone, no reposition of the implant is recommended. As mentioned in the surgical technique: during and after insertion, avoid lateral and rotational movements of the implant-to-peek cartridge assembly. As described, the implant was not totally inserted in the disc space and surgeon tried to reposition it. Based on the available information, the root cause of the event is a potential user error, however regarding the absence of implant examination and the lack of details about the surgical steps followed this conclusion cannot be validated. If additional information was received, another report will be sent . Device not returned to manufacturer.

Event description:
Mobi-c p&f us: disassembled after reposition. It was reported on the complaint report that the surgeon put implant into space. He wanted to reposition and when he removed implant holder to do so the implant came apart. He said he did not torque the holder at all. Stated that the implant was barley in the disc space. The surgery was performed at level c4-c5. Additional information received on january 16th 2019: the patient's current state of health is good, no issues were reported. The surgery was not delayed over 30 minutes. The level implanted was c5/6. Implant dislodged before entering disc space. The depth stop adjustment was initially set at zero. The surgical technique was followed at the mobi-c loading on inserter (take care to stop threading as soon as full contact is achieved in order to avoid premature opening of the peek cartridge and releasing the implant). The disc space was under distraction. The reporter does not know if the surgeon encounter resistance while inserting prosthesis. The reporter does not know if the prosthesis could have been inserted with an angle or if a rotational move was done while inserting prosthesis. No difference in surgical steps between the first and the second implant was noticed. No per-op images are available. The reporter does not know if the surgeon used the mobi-c no touch level. The surgeon did not use the mobi-c distraction forceps. Additional information received on january 23rd 2019: one level, c4-c5, was performed during the surgery. The surgeon did not insert the implant he put it in the patient and before he malleted it into the disc space it came apart. The reporter did not know which endplate disengaged from the inserter. The implant teeth were not into the vertebrae. The reporter did not know if the issue could be related to a contact with surrounding tissues. Additional information received on january 23rd 2019: there was no delay, maybe 5 minutes to open a new implant. There was no patient impact or surgery delay, surgery was completed with same size device.